Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that there was one time where the patient charged the implant for 6 hours and "it didn't even charge a quarter of the way". The patient thought it was their "positioning". Additional information was received from a the patient. The patient said that he has trouble charging the ins and said it will take 7 hours to charge and it will only get half charged. The patient said he gets all 8 boxes when charging. When the patient starts the charge it is at 1/4 full. No further complications were reported.